Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his new reservoir does not lock into place. His blood glucose is unknown. He said that there is a crack or something missing on the top of the reservoir chamber and is not sure how it happened. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, minor scratches on display window, loose and shifted end cap sticker noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.